Manufacturer narrative:
One tapered screw-vent implant (tsvtwb8) and mount were returned for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage; the devices were in good condition. Functional testing was performed to disengage the mount and implant. The devices were able to disengage and engage successfully (image 2). Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device was intended for tooth #14 (universal). Appropriate documentation was reviewed. DHR review for the lot (1221448) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lots (1221448) and no similar event or complaint was found. Based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that the carrier failed to release implant at tooth site # 14. Patient to return for an additional appointment for implant re-placement. Patient's condition at the time of event, good. As a result of this event, no injury to the patient reported.